Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer states that just after starting to use, blood oozed from the connection on the venous side. The catheter had to be removed and replaced.

Manufacturer narrative:
Submit date: (B)(6) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.